Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele, symptomatic vaginal vault prolapse and excessive abdominal skin. It was reported that the patient had the concurrent procedures of an anterior and posterior vaginal repair with modified abdominoplasty size reduction performed during mesh implantation. It was reported that following insertion the patient experienced pain, urinary problems and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2012 due to mesh exposure, painful sexual intercourse, urinary problems, pelvic and vaginal pain. No additional information was provided. (B)(4).